Event description:
It was reported during a laparoscopic appendectomy the surgeon closed the tsw35 on tissue. An attempt to pull the black trigger was made and the device would not fire. A new tsw35 was opened to complete the case. There was no consequence to the patient.